Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the customer complaint is confirmed. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported that during an embolization treatment of a large hypogastric aneurysm , the embolization coil stretched and prematurely detached within the microcatheter during repositioning and manipulation. The coil and microcatheter were removed without incident, however the removed coil appeared to be covered in thrombus. It was reported that the thrombus may have attributed to the detachment during positioning. The vasculature was stated to be very tortuous. No harm or injury occurred as a result of this incident.

Manufacturer narrative:
Make correction for - device manufacture date. (B)(4) follow up 1.